Event description:
A customer reported that during cataract surgery an ophthalmic surgical system exhibited suction problem in divide & conquer/cortex step. The surgery was completed by replacing cassette with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections b.2, h.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event suction issue during cortex mode is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num : 2028159-2022-01283. The manufacturer internal reference number is: (B)(4).